Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 00001435 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, the subsequent investigations and corrective actions related with this failure mode will be documented under CAPA (B)(4). Similar complaints are monitored monthly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of the hub. During the procedure, prior to inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small into the patient¿s body, the physician noticed the hemostatic valve was damaged. The sheath was replaced, and the issue resolved. The procedure was successfully completed with no patient consequences. The initial hemostatic valve damage during the procedure is not MDR-reportable. The hemostatic valve dislodgement is MDR-reportable.